Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. At this point it is unknown why the plastic guard was missing. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the plastic guard was noticed to be missing when the burr entered the patient. No one in the facility could find the plastic piece. During set up it was determined that the burr was intact and the plastic piece was visible. It has not been determined at this point if the plastic is inside the patient. The burr was replaced and the case was completed without further incident. Follow-up investigation: the procedure was a shoulder scope/decompression. The scrub tech had loaded the burr on the shaver handle and when surgeon inserted the burr the first time and when the burr came into view on the scope the plastic piece was noticed to be missing. The nurses in the or searched the drapes, suction, floor and sterile field and the missing piece was not found. No x-rays were taken since the plastic piece is radio opaque.